Event description:
Patient in today for esophageal varices banding. Md discovered an epiglottis mass prior to placing banding equipment on egd(esophagogastroduodenoscopy) scope. Scope was reinserted with banding equipment on. The first attempt to place band, it did not fire. Scope was removed, and tech looked at equipment to see if anything not correct in setup. Md found one band was partially moved from original position on banding "head." That band was removed. Minimal bleeding occurred. Scope reinserted and attempted to fire, again it failed. Scope removed, banding kit removed from scope and a second banding kit applied. Scope reinserted and banding equipment fired without problem. Lot number on the working banding kit was identical to the one that did not work. As per physician notation, "patient as equipment malfunction with a cook banding device. It should not require admisssion or transfusion."